Event description:
It was reported that the "back" button on the pump touch screen was unresponsive. The customer's blood glucose was 212 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.